Event description:
User received discrepant sodium results for one pt sample. Initial result gave 129; repeat on different analyzer gave 130 mmol/l per l. The sample was sent to another lab for testing on two different analyzers which gave 137 and 135 mmol/l. User stated they reported the pt sodium result of 137 mmol/l. In 2009, a second sample from the same pt was tested by initial method giving 132; and repeated by another method gave 134 mmol/l per l.

Manufacturer narrative:
Customer declined field service dispatch, stating instrument is not the problem, issue is isolated to the specific pt sample. Sample is not available for further investigation.